Event description:
It was reported that the customer received a sensor error alert. The customer's blood glucose was 50 mg/dl. Troubleshooting was done. Explained the alert and possible causes of the alert to the customer. Advised the sensor may not be working, dislodged, bent retracted or damaged. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.